Event description:
Same as manufacture #6000089-2005-01138. During a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered and a dissection occurred. The lesion being treated was a moderately calcified, 90% stenotic lesion in a mildly tortuous circumflex to marginal branch. The physician successfully direct stented the lesion with a taxus express 2 -3.0 x 12mm drug eluting stent. Upon withdrawal the physician felt the fully deflated balloon was sticking to the stent. The physician pulled hard on the stent delivery system (sds) and the guide catheter moved, thus causing a dissection in the left main coronary artery. The physician successfully removed the sds by pushing forward, turning and pulling back. The physician then decided to cover the dissection with a taxus express2 3.5x16mm drug eluting stent. It is noted that the physician encountered some resistance again with the fully deflated balloon sticking to the stent. No further complication or injury was reported. Patient status is reported as being "satisfactory/good."